Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink was reading inaccurately high as compared to another meter (ultramini). The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed on (B)(6) 2013 at approximately 7:00am the patient tested on the subject device and observed a value of "98mg/dl" within 30 minutes of testing, she retested using another meter and observed a value of "61mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She claimed that approximately 5 minutes beofre testing on the subject meter, she was feeling "milding shaky and unable to think clearly." She then tested and received the said readings. It is unknown how the patient manages her diabetes nor is it known if she took any action regarding her usual diabetes managed routine in response to the alleged issue. She denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.